Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As described in medwatch (B)(4). Describe the event or problem: upon opening a new b. Braun infusomat pump y-site blood tubing set, it was noted to be defective due to a missing second spike. Other events describing a b. Braun blood tubing defect or design issues (breaking of parts, leak from circular piece above y-site connection, missing clamp, and part of clamp creating a hole in tubing) what was the original intended procedure? : transfusion of blood products. Is this a laboratory device or laboratory test? [No]. Other information about the patient that may have influenced the outcome of the event: none.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.